Event description:
It was initially reported that the device had failed its user test and logged an event code. After evaluation by physio-control, it was observed that the device would not calibrate the pacer functionality, would fail to analyze a patient rhythm in AED mode, and would not recognize an ECG rhythm in paddles mode. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to an electronically leaky capacitor, designator c160.